Manufacturer narrative:
Initial reporter: establishment name: (B)(6). The device was returned to olympus and the customer¿s allegation of an obstructed nozzle was confirmed. However, the nozzle was not found to be obstructed as a result of debris. The evaluation also noted that the bending angle was insufficient due the elongation of the frayed/worn angle wire. The coating on the insertion section was peeling, wrinkled, and scratched. The adhesive portion of the lightning lens was also peeling, and the switch unit was damaged. The electrical connector contacts were corroded, and the device was peeling in multiple areas such as the seals and the water supply cylinder. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the nozzle on the evis lucera gastrointestinal videoscope was obstructed with debris. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Distributor was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused due to incorrect or insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was received on 26-aug-2022 indicating that the product problem was observed during a routine inspection.